Event description:
The customer reported "we are seeing some strange issues with our nicu masimo oximeters. We have had a number a babies monitors have significant desaturations while the baby remains pink and fine. Today one of the rt staff had a baby that this was happening on several times and she placed a second radical at the bedside and it did the exact same thing and the ge monitor," no patient incident was reported.

Manufacturer narrative:
Multiple attempts for product return and additional information were made. No additional patient or product information was available. An on-site investigation is currently in process by masimo representatives at the facility where the events occurred.